Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen unresponsive and frozen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own.